Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 11-dec-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal saline via an implantable pump for spinal pain. The patient reported that they had saline running through their pump for "a few years now." Patient stated they had surgery scheduled for june 28th to replace their catheter and stated they are "worried" that they would not get relief from the medication the doctor puts in. Patient mentioned they were having "terrible back pain" and patient asked if they could "hook up the pump back up" once the catheter was replaced and if that would help with the back pain and the doctor said yes. Patient also mentioned they "no longer get relief" from oral percocet and was given dilaudid and were not experiencing relief from that either. Patient said the doctor told them they had a tolerance to it since they had been on it for so many years. Patient stated "6-12 months" after they had their pain pump implanted they did a roller dye study because the morphine "wasn't helping at all". Patient stated they went to the doctor, they pulled up the magnetic resonance imaging (MRI) on their computer and showed the patient that their catheter was put "about 4 inches lower then where th eir pain was before in their jaw." The doctor put it in their neck and it never helped. The roller dye study showed that the catheter had migrated down instead of being in their cervical spine, it was in their mid thoracic spine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient had a catheter revision today due to lack of therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the company representative (rep) via the healthcare provider reporting that the catheter was discarded by the hospital.

Manufacturer narrative:
H6 codes have been corrected and updated to reflect the information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.